Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, blood glucose (bg) level ranged from 571 to 600 (mg/dl) due to the reported issue. A supply change was performed, a bolus was delivered, and manual injection was administered to address bg level.